Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed coming from the critline blood chamber next to the hansen. Estimated blood loss was less than 10 cc's. Pt had no adverse effects. Sample has not been returned to the manufacturer.